Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, service code 107, damaged monitor case) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and that the patient was experiencing a service code 204 (belt/monitor unusable) and service code 107 (multiple abnormal shutdowns).